Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's flow sensor, the 3-ways solenoid (the side of the fio2 housing) valve, and display board were replaced to address the issues. Additionally, not related, the device's power management board was replaced due to the fio2 sensor cable entrapment was confirmed, and tubing system board, fio2 housing and tubing fio2 were replaced due to contamination of dirt. The system board, flow sensor, the 3-ways solenoid (the side of the fio2 housing) valve, and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, flow sensor, the 3-ways solenoid (the side of the fio2 housing) valve, and display board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's flow sensor, the 3-ways solenoid (the side of the fio2 housing) valve, and display board were replaced to address the issues. Additionally, not related, the device's power management board was replaced due to the fio2 sensor cable entrapment was confirmed, and tubing system board, fio2 housing and tubing fio2 were replaced due to contamination of dirt.